Event description:
68 year old female admitted with pleural effusion. While thoracentesis was done, fluid was returned per syringe. When the needle was removed however, only air returned into the syringe. Noteable air leak in the white cap with the spring and ball. A gloved finger was placed over the white cap to seal. It functioned properly once the tubing was connected to the vacuum bottle. No adverse outcome was noted to the pt.